Event description:
The reporter stated in eyeonics lens was torn upon insertion and was removed with no pt injury. Another same type lens was implanted and the pt's current prognosis is excellent. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the injector, cartridge and loading error.